Manufacturer narrative:
Carefusion file identification: (B)(4)-exp. Any addition information received from the customer will be included in a follow up report. (B)(4). The field service technician confirmed during testing the select button was not working but found that it was due to a bad keypad. The service technician then replaced the keypad overlay and keypad membrane.

Event description:
The customer reported while using the model ltv (lap top ventilator) 900 ventilator the select button was not responding.